Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats procedure, when the loads were put in the stapler, ¿broke off the back wings¿. The procedure was completed successfully with no delays. There were no patient consequences reported.